Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. No abnormalities or deviations can be identified by the logfile review. The energy was stable during the complete day with no abnormalities. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An ophthalmic assistant reported a bilateral case of trace superior diffuse lamellar keratitis (dlk) one day post lasik procedure. Reporter indicated the patient was instructed to increase topical steroid dosage to four times daily. Upon follow up, reporter indicated the dlk symptoms still remain, but are slight and improving. The patient will continue to be monitored. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the reporter indicating the reported dlk has resolved.